Event description:
The customer contacted physio-control to report that the shock button on their device's hard paddle's assembly would no longer work. As a result, a shock could not be delivered with the hard paddles, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer with technical assistance. It was later confirmed that the customer ordered a new hard paddles assembly which resolved the reported issue. The device was then placed back into service for use. The original hard paddles assembly was not returned to physio-control for evaluation.